Event description:
It was reported the customer received a blank display. It was also found the insulin pump would deliver unprogrammed boluses to the customer. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting for the blank display was not completed due to the bolus anomaly the customer had. Customer's blood glucose was 276 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected alarms or blank display was noted. All of the buttons functioned properly and no moisture damage to the keypad traces or unlocked keypad connector was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.